Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was not readable and buttons was not responding. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, unexpected restart error test and displacement test or verify button keypad anomaly due to missing segment.